Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that while unpacking the starter guide wire, a kink was identified. The device was not used. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis identified peeling coating and foreign material on the device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned product revealed bends/kinks located 3.9 to 4.2cm and 5.2 to 5.35cm from the distal tip. The ptfe coating presents indications of abrasion over the distal 6cm with some light colored foreign material imbedded between the coil wraps, bends and the j-formed tip. The j-form and fs function appear unaffected by the bend/kink damage. The coil wraps immediately adjacent to both welds present unidentified residue within the interstices. All joints otherwise appear to be correct and intact. No other damage or inconsistencies are noted to the specimen at this time. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).